Event description:
It was reported that at least 2 bd alaris extension sets were clogged. The following information was provided by the initial reporter: hospital has experienced multiple incidents involving bd 60-inch microbore tubing that would not prime.

Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA via medwatch uf/importer report #: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least 2 bd alaris extension sets were clogged. The following information was provided by the initial reporter: hospital has experienced multiple incidents involving bd 60-inch microbore tubing that would not prime.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that the product would not prime. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 30914 lot number 21109145 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22oct2021. There was one quality notification issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.